Event description:
It was reported that during a cranial vault reshaping, as surgeon was contouring the 10 cc crs fast set putty over the defect, it became hard and he was able to lift the implanted material right out of the defect. Surgeon was able to remove product from pt and selected another box of norian to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was rec'd. A review of the device history record did not show conditions that could have contributed to the reported event.